Manufacturer narrative:
(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally and experienced resistance during retrieval which damaged the phenom 27 microcatheter. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ophthalmic artery. The max diameter was 10mm, and the neck diameter was 1.2mm. The patient's vessel tortuosity was moderate. The landing zone was 3.75mm distal and 5.2mm proximal. The access vessel was the common carotid/internal carotid, which was 5.5mm in diameter. Dual antiplatelet treatment was administered, and the pru level was said to probably be low. It was reported that after catheterization of the m1 vessel the pipeline did not open distally. They performed all maneuvers indicated. When removing the stent from inside the microcatheter, the device got stuck which ruined the microcatheter. The patient was treated with a replacement pipeline to a satisfactory result. It was noted that the patient experienced vasospasm, but did not experience any injury. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex with shield and the phenom 27 catheter were returned for analysis within shipping box; within an opened phenom 27 outer carton and inner pouch. Visual inspection/damage location details: the pipeline flex with shield pushwire was returned within the phenom 27 catheter. The pushwire was protruding from the hub and the distal hypotube was partially deployed from catheter tip. In addition, sleeves and tip coil were deployed from catheter distal tip. The pushwire was found to be bent at ~114.8cm and ~148.0cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact. The shrink tubing was found intact but pulled back from the proximal bumper and hypotube was found slightly stretched. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not fully opened and moderately frayed. The other end of the pipeline flex shield braid was found fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found kinked at ~46.2cm from distal end. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the pipeline flex shield was pushed out from the catheter without any issues. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues; however, the resistance observed at the damaged location. ¿conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance as the returned pipeline flex with shield and phenom 27 were found to be damaged. From the damages seen on the catheter body (kinking), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom catheter against resistance. However, the root cause could not be determined. Based on the returned devices, there was no non-conformance to specifications identified that led to the resistance during delivery issues. However, based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the event could not be determined. The catheter had no resistance, it spoiled due to the lack of opening of the pipeline, due to the consecutive passages it spoiled distally. There was no damage to the pipeline pushwire or catheter observed. The pipeline was not place in a vessel bend when it failed to open. Did not open distally the tip tightly closed and the stent body opened a little. Phenom microcatheter resheathing was done in an attempt to open the pipeline.